Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 035/180 amplatz super stiff guide wire was advanced to the target lesion however, it was noted that the tip of the wire unraveled and broke. The detached tip was caught in the tricuspid valve of the right ventricle and was retrieved using a snare. No patient complications were reported and the patient is fine and in good shape.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch batch. The unit returned has the coil broken and unraveled, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned was severely damaged on the distal section (corewire fractured from the ballweld and the coilwire unraveled and fractured in three sections). All the outer diameter (od) were taken and compared and all of them are according to specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following results in which both samples presented torsion overload with tension as mode of failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 035/180 amplatz super stiff guide wire was advanced to the target lesion however, it was noted that the tip of the wire unraveled and broke. The detached tip was caught in the tricuspid valve of the right ventricle and was retrieved using a snare. No patient complications were reported and the patient is fine and in good shape.